Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 240 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump alarmed failed battery test due to a corroded battery tube. Unable to perform the operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the failed battery test alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.